Event description:
Caller reported a false negative troponin (tni) result using the triage cardiac panel test. Results were part of a study and used banked samples.

Manufacturer narrative:
Investigation pending.